Manufacturer narrative:
(B)(4). Date sent to the FDA: 3/11/2020. Additional h3 investigation summary: it was reported needle breakage. A suture needle was returned for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation of (B)(4) revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The manufacturing records could not be reviewed as the batch number is unknown. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please see the note. No further information will be provided. Was the patient hospitalized as result of the needle tip is being missing? Is the needle piece retained in the patient? Were there any adverse patient consequences? Lot number? What is the patient's current status? Device return status/follow up?

Event description:
It was reported that the patient underwent the intra-abdominal tumor resection on (B)(6) 2020 and the suture was used interrupted for intestinal anastomosis. The needle tip, 1mm or less, was broken. The needle tip was searched during operation using a needle hunter, and also searched by x-ray. The nurse also searched the floor. No reoperation is planned. The doctor commented that he thought he did not grasp the needle tip. The broken needle tip was not found. There were no patient consequences reported.